Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
The customer reported that the initial report of no audio was isolated to the speaker assembly and has elected to repair the unit in house. Info has been added to the database for trending purposes.